Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen was found cracked after being carried in a pocket during physical work, while the pump continued to function and the user was advised that the device was not watertight; a replacement pump was shipped and the original device was returned. Symptoms included no change in blood glucose. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included complaint handling and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.